Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that the unk - plates: lcp had no defect. X-ray provided shows two (2) plate and screw constructs at the proximal section of the ulna, one at the anterior surface and the other one at the inferior surface of the bone. There are signs of a non-union fracture across the mid-section of the anterior plate. The plates and screws appear to be in good condition with no evidence of issue or malfunction. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the unk - plates: lcp. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation cannot be performed since lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon will be removing an olecranon plate construct and an unknown lcp plate construct on (B)(6) 2023. No reason was provided, however the x ray shows a possible non-union or fracture. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). This complaint involves two(2) devices. This report is for one (1) unk - plates: lcp. This is report 2 of 2 for complaint (B)(4).